Manufacturer narrative:
Findings: pump had blank display due to moisture damage on electronics. Unable to perform idle current test, run current test, self test, off no power test, unexpected alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify button keypad anomaly due to blank display. No moisture damage on motor noted. Pump received with minor scratched display window, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call that the insulin pump had a button error alarm and the keypad was unresponsive. The caller stated that the device had been exposed to pool water. Blood glucose level at the time of the incident was 212 mg/dl. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.